Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons of the insulin pump become less responsive. The customer¿s blood glucose was 65 mg/dl, 74 mg/dl. The customer stated that she regularly has issues with her buttons not working. The customer has to press them a lot. The customer was advised to observe time clock for one minute to verify if time advances and found it moved forward. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.